Manufacturer narrative:
One sample of endotracheal tube with stylet with a strand of hair was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during inspection prior to use on a patient, a piece of hair was found inside the package. The customer reported that there was no patient involvement.